Event description:
During use of a brite tip sheath it was reported that the distal tip of the cannula was damaged during use. The product was returned for evaluation and analysis showed that the tip of the cannula was frayed/split/torn. The age and gender of the patient is unknown. The physician inserted a brite tip sheath for a peripheral case. The access site was the femoral artery. It was noted that the access site vessel was slightly calcified. The device was properly inspected and prepped. There was no difficulty noted when inserting the sheath into the vessel. After the physician inserted a wire and a cordis pta balloon, he noticed that the balloon did not pass smoothly at the tip of sheath. He removed the sheath and noticed that a tip was slightly fish-mouthed. Therefore, he used another new sheath (cook) and finished the procedure successfully with the same cordis balloon. There was no patient injury reported. The product was returned and analysis was completed. The analysis revealed the brite tip cannula sheath introducer tip was received with frayed/ split/ torn damage.

Manufacturer narrative:
During use of a brite tip sheath, it was reported that the distal tip of the cannula was damaged during use. The product was returned for evaluation and analysis showed that the tip of the cannula was frayed/split/torn. The physician inserted a brite tip sheath for a peripheral case. The access site was a slightly calcified femoral artery. The device was properly inspected and prepped. There was no difficulty noted when inserting the sheath into the vessel. After the physician inserted a wire and a cordis pta balloon, he noticed that the balloon did not pass smoothly at the tip of sheath. He removed the sheath and noticed that a tip was slightly fish-mouthed. There was no patient injury reported. The product was returned and analysis was completed. The analysis revealed the brite tip cannula sheath introducer tip was received with frayed/ split/ torn damage. A non sterile si brite tip 8f 55cm str cannula sheath and a vessel dilator unit component were received coiled in a plastic bag. The csi vessel dilator was received with no damage. However, at a glance, the cannula sheath introducer was received with frayed/ split/ torn damage. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product malfunction code complaint reported by the customer as ¿endovascular vascular access- brite tip/distal tip- damaged-in patient¿ was confirmed due to the condition of cannula sheath distal tip damaged received. However, the exact cause of the frayed/split/torn condition found on the csi cannula could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. Procedural factors, handling and storage process may contribute to the failure as reported. Sem analysis was performed on the csi cannula sheath distal tip damaged area and the results showed that the cannula external surface presented evidence of elongation at the surrounding areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however the exact cause of the tip damage could not be conclusively determined. An attempt to recreate the failure mode found on the distal tip of brite tip sheath of mentioned complaint was performed. However, the assignable cause of the cannula sheath damaged could not be determinate since the failure mode could not be reproduced. As additional investigation the csi catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause frayed/split/torn or other type of damages on the csi catheters. In addition, the csi catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi catheters assembly process operations. No corrective or preventive actions will be taken at this time, given that the reported failures do not appear to be related to the manufacturing process. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.